Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised patient's mother to use the smart device's (B)(6) settings to forget all other (B)(6) devices, disable then re-enable the (B)(6), close all background applications and then reset the smart device, which was successful. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 01/19/2016 and could confirm the reported loss of connection. No additional patient or event information is available.